Event description:
It was reported that the patient was experiencing underdose symptoms. In the (B)(6) 2012, patient experienced underdose symptoms for "a couple of hours" after receiving transcutaneous electrical nerve stimulation (tens) on her shoulder. The doctor stopped tens therapy. After discontinuation of tens, patient continued to experience "severe" underdose symptoms "only" once a week for "approximately" eight hours. It was noted that the rest of the week the patient experienced "good effect." It was also noted that the doctor read the device logs and noted "nothing seems strange." It was later reported that the patient had a catheter revision in (B)(6) 2012 and following catheter revision, the patient did not have any more underdose symptoms. It was also noted that the catheter was not saved and would not be returned. The device system was used to infuse baclofen.

Manufacturer narrative:
Concomitant medical products: catheter: model 8731, lot# unknown, implanted: (B)(6) 2011. Explanted: unknown. (B)(4).